Manufacturer narrative:
Insulin pump passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. The unit was monitored for a period of 2 hours. The clock advanced within this time period as expected. No unexpected frozen displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's time clock was not advancing. Customer's blood glucose level was 126 mg/dl and 273 mg/dl. The customer also reported that the insulin pump had frozen display which was resolved by changing battery. The customer was able to clear the pump errors and power loss alarms. Insulin pump will be returned for analysis.